Event description:
Caller reported that the pump became really warm. The pump was charging at the time the issue occurred. Customer technical support assured the customer that it is normal for the pump to get warm and advised that if it becomes too hot to touch, they should contact support again. There was no reported impact to the customer¿s blood glucose level.